Event description:
It was reported that the pta balloon became stuck during retraction into the introducer sheath. Excessive force was applied to the catheter and the outer catheter detached proximal to the balloon. The catheter and introducer sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.